Event description:
It was reported that there was a confirmed pump motor stall noted in the event logs with no motor stall recovery. The pt experienced a return of symptoms. The pump was replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).